Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, there was distal conductor distortion noted on visual inspection.

Event description:
It was reported during the implant procedure that the lead had a kink. The physician was also unable to advance (insert) guidewire. The lead was not implanted. No patient complications have been reported as a result of this event.